Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. H3 other text : device not returned.

Event description:
It was reported that the customer's blood glucose was recorded as high; cause was not known. Customer delivered a correction bolus via the pump to address bg. Reportedly, customer resumed pump therapy.